Manufacturer narrative:
Evaluation codes, results: other - lack of information (aneurysm and vessel morphology from the time of implanted were not reported, unk cause of stent separation). (Migration). Conclusion: other - lack of information (aneurysm and vessel morphology from the time of implanted were not reported, unk cause of stent separation).

Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately one year ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that at unknown time post implant, the stent graft was found to have migrated 2.5 cm below the renal arteries. An aortic cuff was planned to be placed; however, it was decided it would not be a long time term solution. The patient was converted to an open surgical repair and is doing fine. No additional clinical sequelae were reported.